Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that one of their bottom teeth has chipped because of the new alignment of their teeth. It also scratches their top tooth when they eat.